Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical trial adverse events with the vigilance system. The event was investigated without the affected device or specific device lot information. The device was discarded, therefore a device evaluation could not be performed. Upon review of clinical records, a specified device malfunction could not be established, however radiolucency was observed around the implant. The device was removed from the patient as a result of the radiolucency and associated pain. A historical data analysis was conducted returning no related complaints, nonconformities, or capas associated with the part number. Due to insufficient information regarding a device defect, the root cause cannot be established.

Event description:
Per clinical study report: at 4-months post-operative the patient was not fused and was deemed to have a painful nonunion with the screws loose and radiolucency around the screws. At 5-months post-operative the subject had revision surgery to remove the cchs screws: an ankle arthrodesis with an anterior approach was performed using an effusion plate and bone graft. To remove the cchs screws: an ankle arthrodesis with an anterior approach was performed using an effusion plate and bone graft. Subject was terminated from the study upon removal of headless screws.